Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. It was later provided it only occurred once in the past. There was a drastic decrease from 10mmhg to 4~5mmhg that occurred on an adult patient. It is possible that the trocar or combination equipment is incorrectly installed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the connection of the smoke exhaust tube, etc. Was insufficient (air was leaking), which caused the feeling of sudden depressurization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the findings were as follows; smoke was expelled and confirmed, the sudden decrease in abdominal pressure did not recur and no abnormalities were confirmed with the warning sound. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during the surgery, the abdominal pressure decreased rapidly when smoke evacuated using the high flow insufflation compressor. The procedure was completed with the same device. The event was found during a therapeutic procedure. There was no report of patient injury or harm.